Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door was not opening or closing properly. The pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned pendant had no failure found when analyzed. Concomitant medical products: other relevant device(s) are: product ID: b i71000529, lot#: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door during the checkout was not opening correctly. There was no patient present when this issue occurred.